Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: (B)(4) (3001845648-2021-00241) and (B)(4) (3001845648-2021-00242) are related as a replacement device of rpn, gepd-7-5 was used to address the (B)(4) (3001845648-2021-00241) complaint 1 x gepd-7-5 involved in this complaint was not available for return to cirl therefore a document-based review will be completed. Document review including IFU review: prior to distribution gepd-7-5 devices are subjected to 100% visual inspection and functional checks to ensure device integrity. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted it should be noted that the instructions for use (ifu0055-4) states the following: ¿refer to package label for minimum channel size required for the device'' the label on the product packaging indicates that a 0.035'' wire guide is to be used with the device. Root cause review: a definitive root cause be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This pr was opened to address user error based on the incorrect wireguide used for the replacement stent-gepd-7-5. The user tried to place gepd-10-5 in the patient with chronic pancreatitis, but the stent kinked while advancing in the body and the stend did not reached the desired position. There was no other 10fr stent, so gepd-7-5 was placed and the procedure was completed. There have been no adverse effects to the patient reported. Due to chronic pancreatitis, the fibrosis of the pancreas may cause the pancreatic duct to become stiff and difficult to place, but this is the first time I have experienced a stent kink. For all complaints: was the device flushed before use? Yes. What was flushed through the device (water, saline, contrast, etc.)? Saline. If not with the device in question, how was the procedure finished? Gepd-7-5 was used instead. Details of the wire guide used (diameter, type, make)? Visiglide2(0.025inch). What was the target location in the body for use of this device? Pancreatic duct. Was the patient¿s anatomy tortuous? Unknown. In relation to complaints occurring during placement and/or use also ask: what is the endoscope manufacturer and model number that was used during the procedure? Olympus jf-260v. Was resistance encountered when advancing the wire guide into position? Unknown. Was resistance encountered when advancing the drainage catheter into position? Yes. Was a drainage catheter loop placed in the descending portion of the duodenum? No. After placement, was drainage catheter position verified? N/a. If yes, please describe how. Please estimate amount of time the drainage catheter was in place prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? No.